Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the balloon appeared longer than normal. The physician used a 2.75 x 12mm nc quantum apex balloon to post dilate an unspecified implanted stent. When the physician inflated the balloon to 20 atm, the balloon showed a longer nominal length outside of the marker bands. Stent post dilation was successful. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).